Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010, a 23 mm trifecta valve was implanted. On (B)(6) 2016, the valve was explanted due to a left coronary posterior leaflet tear and replaced with a 21 mm trifecta gt valve. The patient is reported to be stable. (Clinical study patient ID: (B)(4)).

Manufacturer narrative:
The results of this investigation concluded there were tears in all three cusps. There were calcifications in cusps 1 and 2. There was fibrous pannus ingrowth on the inflow surface of cusps 1 and 3. No inflammation was present in the valve. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the tears, calcifications, fibrin, or pannus were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.